Manufacturer narrative:
This device is an instrument and is not implanted/explanted without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during an operation on the shaft of femur the surgeon used an expert antegrade femoral nail (afn) japanese distal aiming device. During drilling the most distal part, the surgeon found that the drill tip was blunt, and the drilling was dull. Then, when drilling the nearest part of the distal dynamic locking, the drill interfered with the nail. The surgeon removed the drill tip, hit it with a hammer and the drill went through the nail hole. The surgeon checked the image and found that the drill tip had bent, he attached a t-handle to the drill tip to remove it. He was not able to remove the drill tip by hand, so he had used a hammer, and found that the drill tip had broken at the connection part, using a t-handle again, the surgeon was finally able to remove the drill tip. The surgeon also reported it was difficult to detach the aiming device from the protection sleeve. It was reported this resulted in a 20 minute delay and no residue was left in the patient. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 5 for (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As received condition of device; the drill bit was broken closest to the end where it is inserted into the drill. The drill bit is broken at approximately 25mm from the top of the bit (opposite end from the tip). Examination of the drill bit tip shows it is blunt and in addition the edges of the drill bit tip also are blunt and worn down, which impairs functionality. Excessive force that is applied to force the drill bit into the bone, would cause breakage of the drill bit. Drill bits become blunt which is a natural phenomenon of wear and tear, and need to be inspected before surgery and replaced as required. Other factors such as the drill bit not being properly inserted into the chucks in the drill or the drill bit hitting off the metal protection sleeve would also contributed to this damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.